Event description:
It was reported that upon tightening the arthrodesis perimeter screw into place during final implantation, the screw head broke off. Once the screw head broke off, the piece was removed. No foreign bodies were retained. The body of the screw was left in place as the surgeon was unable to get it out to replace it with a new one. The surface of the screw that was left in was not sitting above the component. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.